Event description:
It was reported that the lead had high impedance, captured intermittently, and noise was observed on it. It was also reported that lead fracture was suspected. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.